Event description:
New information received on (B)(6) 2015 indicated the lead exhibited loss of capture. The patients condition continued to be stabled and the lead remained implanted.

Event description:
It was reported that the patient experienced shortness of breath and was not feeling well. Upon interrogation, the left ventricular lead exhibited high capture thresholds. A chest x-ray confirmed that the lead had dislodged from the original implant position. The device was reprogrammed. The patients condition was stable and was feeling better.

Event description:
New information notes the lead was explanted and would not be returned, it was discarded by hospital staff. A new lead was placed.